Event description:
It was reported that the device was set to infuse morphine (30mg/30ml, ims ndc 76329-1912-1 pre-filled syringe, ca tubing #30853) for pain control for advanced cancer and the rate was 4ml/hr. However, the entire medication was reportedly infused in 2.5 hours. The event occurred on 13 october 2023, and it was reported that there was no harm to the patient. The customer then reported that the patient, who was under hospice care at the time of the event, died on (B)(6) 2023 due to metastatic rectal adenocarcinoma involving the liver. The clinicians stated that the death was not caused or contributed by the morphine infusion. Bd has learned additional information. During site visit, the customer reported to bd representatives what they thought might have happened. The customer stated that it appears the volume to be infused (vtbi) was incorrect at the beginning of the infusion. When they looked at the logs it appeared the infusion was started with a vtbi of only approximately 9ml, when the pre-filled morphine syringe always has 30ml. Per customer, because the infusion was 4ml/hr., if the volume at start-up was in fact 9ml, it would have ended ¿on time¿, 2.5 hours later. Customer believes the event "may have had something to do with the manual priming, thinking perhaps the nurse pushed too hard on the syringe." The two nurses reportedly checked the programming of the infusion. The verifying nurse reported, after the event, that the syringe looked ¿shorter¿ which would indicate less fluid in the syringe. The other nurse did not observe this. Per the customer, the only option that appears on the pcu screen when loading the syringe is the ims pump jet. Thus, does not believe an incorrect syringe was confirmed during programming. Hospital nurse educators reportedly have since taught nurses to prime using the pump to help account for volume infused, in light of this event. Additionally, the hospital's chief nursing officer (cno) is requesting the following product enhancements: the priming button is not in a good spot (they have to go to options, page down and find prime) and is not in the normal workflow of how to set it up. They feel priming with the syringe should be a required step, and it should be fool-proofed. For example, the pump should tell you what to do at each step ¿now prime the tubing¿. In addition, instead of priming 2ml and then having to press the button again (their prime volume was 2.6ml), they said it would be nice to have an auto-prime feature that they can put in their configurations where the pump is set-up to auto-prime exactly 2.6ml. Finally, the customer stated it would be nice to have an alarm that alerts the nurse, ¿are you sure there is only this much in the syringe¿, to flag the nurse to double check the volume is correct. As the pre-filled morphine syringes always starts with 30ml, to start an infusion with 9ml (as described above), a question like this from the pump could help the nurse identify a potential issue earlier. Cno also noted in the logs that the pca pump door was opened several times and unlocked in a short period of time, approximately 1 minute. The nurses involved were not available bd site visit, but had previously corroborated what the logs showed, telling nursing leadership they had difficulty, that ¿it was not going all the way in¿, ¿getting jammed¿ and ¿not closing properly¿. Bd asked the customer if the clamps on the tubing were open at this time. The customer was not sure, they noted a clamp could have potentially been opened, but the nurses did not observe fluid on the ground. When asked if the tubing had already been attached to the patient at this point, the customer responded, ¿I don¿t know¿. The nurse reportedly demonstrated how they loaded the syringe, after the event, and the customer said the nurse loaded the syringe ¿perfectly¿. The customer stated the event did not contribute or accelerate the patient's death. Post the event the nurse noted the patient was not ¿air hungry¿ and was not sedated more than previously. Per the customer, in the next 48 hours the patient actually required increased doses of morphine for their pain control, that got their ¿up to those numbers¿ (receiving morphine dosages close to what she had reportedly received in the event).

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device was set to infuse morphine (30mg/30ml, ims ndc 76329-1912-1 pre-filled syringe, ca tubing #30853) for pain control for advanced cancer and the rate was 4ml/hr. However, the entire medication was reportedly infused in 2.5 hours. The event occurred on 13 october 2023, and it was reported that there was no harm to the patient. The customer then reported that the patient, who was under hospice care at the time of the event, died on 15 october 2023 due to metastatic rectal adenocarcinoma involving the liver. The clinicians stated that the death was not caused or contributed by the morphine infusion. Bd has learned additional information. During site visit, the customer reported to bd representatives what they thought might have happened. The customer stated that it appears the volume to be infused (vtbi) was incorrect at the beginning of the infusion. When they looked at the logs it appeared the infusion was started with a vtbi of only approximately 9ml, when the pre-filled morphine syringe always has 30ml. Per customer, because the infusion was 4ml/hr., if the volume at start-up was in fact 9ml, it would have ended ¿on time¿, 2.5 hours later. Customer believes the event "may have had something to do with the manual priming, thinking perhaps the nurse pushed too hard on the syringe." The two nurses reportedly checked the programming of the infusion. The verifying nurse reported, after the event, that the syringe looked ¿shorter¿ which would indicate less fluid in the syringe. The other nurse did not observe this. Per the customer, the only option that appears on the pcu screen when loading the syringe is the ims pump jet. Thus, does not believe an incorrect syringe was confirmed during programming. Hospital nurse educators reportedly have since taught nurses to prime using the pump to help account for volume infused, in light of this event. Additionally, the hospital's chief nursing officer (cno) is requesting the following product enhancements: the priming button is not in a good spot (they have to go to options, page down and find prime) and is not in the normal workflow of how to set it up. They feel priming with the syringe should be a required step, and it should be fool-proofed. For example, the pump should tell you what to do at each step ¿now prime the tubing¿. In addition, instead of priming 2ml and then having to press the button again (their prime volume was 2.6ml), they said it would be nice to have an auto-prime feature that they can put in their configurations where the pump is set-up to auto-prime exactly 2.6ml. Finally, the customer stated it would be nice to have an alarm that alerts the nurse, ¿are you sure there is only this much in the syringe¿, to flag the nurse to double check the volume is correct. As the pre-filled morphine syringes always starts with 30ml, to start an infusion with 9ml (as described above), a question like this from the pump could help the nurse identify a potential issue earlier. Cno also noted in the logs that the pca pump door was opened several times and unlocked in a short period of time, approximately 1 minute. The nurses involved were not available bd site visit, but had previously corroborated what the logs showed, telling nursing leadership they had difficulty, that ¿it was not going all the way in¿, ¿getting jammed¿ and ¿not closing properly¿. Bd asked the customer if the clamps on the tubing were open at this time. The customer was not sure, they noted a clamp could have potentially been opened, but the nurses did not observe fluid on the ground. When asked if the tubing had already been attached to the patient at this point, the customer responded, ¿I don¿t know¿. The nurse reportedly demonstrated how they loaded the syringe, after the event, and the customer said the nurse loaded the syringe ¿perfectly¿. The customer stated the event did not contribute or accelerate the patient's death. Post the event the nurse noted the patient was not ¿air hungry¿ and was not sedated more than previously. Per the customer, in the next 48 hours the patient actually required increased doses of morphine for their pain control, that got their ¿up to those numbers¿ (receiving morphine dosages close to what she had reportedly received in the event).

Manufacturer narrative:
Omit: event attributed to, date of death, e2401 - insufficient information, f02 - death. Correction: adverse type, event attributed to, death?, describe event or problem, type of reportable events. Additional information : imdrf annex e and f codes.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device delivering morphine (30mg/30ml) for pain control for advanced cancer. Set at 4ml per hour with 30ml syringe. The syringe 30mg/30ml was infused in 2.5 hours. The patient died following the event, however the patient was in hospice. The customer indicated the cause of death was metastatic rectal adenocarcinoma involving the liver.